Event description:
Per the clinic, the patient experienced tinnitus and a performance decrement resulting in a decision to explant the device on (B)(6) 2014. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed may 22, 2014.